Event description:
This is an international report of a transfer set where the spike was found to be broken. This was discovered during use. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to damaged was received. The complaint was confirmed in the lab for damaged.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The sample was functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with no tubing leak noted. Set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. The root cause is undetermined.